Event description:
A distributor in (B)(4) reported that during set up, they found a leakage in a rt134 adult breathing circuit. This was discovered during the distributor's inwards goods inspection activities. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned breathing circuit was pressure tested for leaks. A lot check revealed no other similar complaints for this lot number. Results: the water trap is separated in 2 for draining condensate in the bowl. A leak was found in the seal between the water trap bowl and the water trap top. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use. (B)(4).